Event description:
It was reported that approximately four years post-op, the patient had a second knee surgery to remove a floating screw. The screw was successfully explanted. The patient was reported to have cartilage damage in the operative knee.

Manufacturer narrative:
During a recent review (2010) of customer vigilance reports filed, this complaint was discovered. No further information was able to be provided from the customer. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this event could not be determined.this is the first complaint of this type for this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer, part will not be returned.